Event description:
It was reported that during initial implant, the helix of the lead would not deploy after more than twenty turns. The lead was removed from the patient and attempted on the table and it still did not deploy after twenty turns. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).